Manufacturer narrative:
Correction: h6 evaluation conclusion codes. Initially reported adverse event related to procedure corrected to adverse event related to patient condition. A4: weight: 72.5 kgs. Device evaluated by MFR.: the device was returned for analysis. The distal tip of the guidewire was bent. No more visual damages were encountered. During this inspection the polymer jacket coating of the guidewire was carefully inspected a section of it was detached and it was not returned; this damage was located approximately at 72.5 inches from the proximal end. The outer dimension of the middle section and proximal section were within specification.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the mid right coronary artery. A 185cm pt2 guide wire was used in a procedure. However, it was noticed that tip was fractured when the physician adjusted the guide wire. The fractured part was left inside patient's body and the physician rescheduled the procedure to retrieve the fragment. No further patient complications were reported and the patient's status was stable. It was further reported the lesion was severely stenosed with mild calcification and mild tortuosity.

Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the mid right coronary artery. A 185cm pt2 guide wire was used in a procedure. However, it was noticed that tip was fractured when the physician adjusted the guide wire. The fractured part was left inside patient's body and the physician rescheduled the procedure to retrieve the fragment. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A4 - weight: 72.5 kgs. Device evaluated by MFR.: the device was returned for analysis. The distal tip of the guidewire was bent. No more visual damages were encountered. During this inspection the polymer jacket coating of the guidewire was carefully inspected a section of it was detached and it was not returned; this damage was located approximately at 72.5 inches from the proximal end. The outer dimension of the middle section and proximal section were within specification.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the middle right coronary artery. A 185cm pt2 guidewire was used for treatment. However, it was noticed that tip of the guidewire was fractured when adjusted. Fractured part was still left inside patient's body. Physician rescheduled the procedure to retrieved the fragments left inside the patient's body. As of now, there were no patient complications nor injuries reported and the patient's status was stable. It was further reported the lesion was severely stenosed with mild calcification and mild tortuosity.